Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The two returned used head sets were visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, the patient reported that the cannulas of her infusion sets had occasionally been kinking. She stated that leaking would occur causing the self-adhesive of the infusion set to become wet with insulin. She noticed this happening when her blood glucose levels become elevated in the 200's mg/dl. Her normal range is 80-120 mg/dl. She would correct the elevated blood glucose levels by changing the infusion site and delivering a bolus. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for product evaluation.